Manufacturer narrative:
Device passed the displacement test but a33 alarm during the prime basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system. Customer¿s blood glucose was 86 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer mentioned that drive support cap was normal. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.